Event description:
Heartmate 3 left ventricular assist device (lvad) experiences likely perioperative cerebrovascular accident during lvad implant. Immediately upon reversal of sedation, patient was found to have left gaze preference and right hemiparesis. Moderately large left middle cerebral artery stroke found on brain CT due to embolism to left m2. Not a candidate for endovascular intervention. Risk for hemorrhagic conversion due to size of infarct. Risk for further thromboembolic events while off anticoagulation. Received tracheostomy. At the time of this report, patient remains altered, with right hemiparesis and spontaneous neuro responses.